Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error and low battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the device was monitored and functioned properly. Device received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.